Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2012: the patient presented with back pain abscess and pre-op diagnosis of severe thoracolumbar kyphosis from t12 to l3 with distraction of l1, l2 vertebral bodies. He underwent surgical procedure on (B)(6) 2012: smith peterson osteotomies at t12-l4 for reduction of kyphosis. 2) l5 laminectomy to decompress the spinal canal 3) peek interbody spacer at l5-s1. 4) interbody arthrodesis at l5-1 with bmp and autograft. 5) pedicle screw fixation at t10-l5, s1 with legacy system. 6) iliac screw fixation with rods from t10 to the iliac screws. 7) posterolateral arthrodesis from t10 through s1 with bmp, bone graft and autograft. 8) transpedicular biopsy and cultures of l1 and l2 vertebral bodies. Patient condition was stable post op. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.